Event description:
It was reported that on an unknown date and year an unknown amplatzer amulet left atrial appendage occluder was implanted in a patient. On 21 may 2024, at 6 months post-operative transesophageal echocardiogram (tee) revealed that the disc of the amulet device moved under the coumadin ridge resulting in a leak around the disc. It is unknown if a treatment was provided. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device migration after almost 8-months of implant resulting in leak around the disc was reported. The patient was reported as stable, and it was unknown if a treatment was provided. A returned device assessment could not be performed as the device remains implanted and not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.